Event description:
The customer contact reported the device did not alarm when the door was opened. The device was returned to biomedical engineering department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.